Manufacturer narrative:
No specific patient information was provided. Limited information was received. Only the establishment name and country was provided from reporting foreign site. Indicates the product is available for evaluation. End of report. Have not received device back.

Event description:
It was reported that a leak occurred at the y connector of a 3m ranger(tm) high flow blood/fluid disposable set. The reporter did not indicate if the event occurred during priming or during actual use and what fluid was being used at the time of the event. No patient injury was reported.